Event description:
Infected breasts and capsular contracture; fatigue, arthritis, memory loss; joint swelling/pain/stiffness; muscle fatigue; hand and finger swelling; breast tenderness; general aching and stiffness; cold feet, malposition of right implant; right breast wrinkling; possible implant rupture; difficulty in doing daily activities; chest pain, exposure implants; shoulder, back, leg, thigh pain; neck pain, hyperlipidemia; tingling in arms and legs with foot numbness; depression, dizziness; slurred speech, psoriasis; leg weakness; memory loss; possible multiple sclerosis.